Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, at the time of this report, the pump and catheter were still implanted in the patient. The replacement date had still not been scheduled by the hcp. The event had not been resolved because the replacement date had not been set, but that was the current resolution plan. The doctor was planning to replace the entire catheter due to the failed dye study. It was difficult for him to aspirate and very difficult when trying to inject contrast, therefore he deemed the catheter needing to be fully replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6); implanted: (B)(6) 2020; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml. It was reported that the patient was reporting increased spasticity. A dye study was performed by the doctor due to the patient complaints of increased spasticity. The doctor was able to aspirate the catheter with difficulty. The doctor explained that there was a lot of tension when pulling back on the syringe. The doctor cleared the catheter, but when trying to push dye in, there was much resistance and he was unable to safely push contrast dye into the catheter. The doctor troubleshooting and thought there may be a kink in the catheter. The patient would be scheduled for a full system replacement by the doctor in the further. No date was scheduled yet. At the time of this report, the issue was not resolved.